Manufacturer narrative:
No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform excessive no delivery test and occlusion test due to prime and fill anomaly. Motor was tested outside the insulin pump and passed. Insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner, cracked reservoir tube window and minor scratches on lcd window.

Event description:
It is reported that the customer had high blood glucose levels of 547 mg/dl. The grandmother of the customer reported a motor error alarm from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.